Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 10 months. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a red heart alarm and pump stoppage occurred on the evening of (B)(6) 2017 while the lvad system was connected to a power module. The alarm resolved when the system was connected to batteries. The same event occurred in the vad clinic when the device was connected to the power module. The system controller was exchanged; however, additional pump stoppages occurred. The patient was reported to be asymptomatic. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed; however, after the repair an additional pump stoppage was reported. The system was connected to batteries and two ungrounded power module patient cables were sent for the patient to use while on power module support. No additional information was provided.

Manufacturer narrative:
Although the report of pump stop events were confirmed through the evaluation of the submitted system controller log file, the cause could not be conclusively determined through the evaluation of the returned portion of the driveline. A distal end percutaneous lead (driveline) replacement was performed by a technical services representative on (B)(6) 2017. Approximately 15 inches of the external portion/distal end of the driveline was returned. The silicone jacket was removed 10.5 inches through 15 inches from the metal connector. The returned portion of the driveline had rescue tape covering 2 inches through 4 inches from the metal connector and medical tape approximately 9 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the rescue tape, damage to the silicone jacket was observed 3 inches from the metal connector. A couple areas of shield breakdown were observed following the removal of the silicone jacket and clear bionate layer. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient was provided ungrounded power module patient cables. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.